Manufacturer narrative:
Date of event: unknown; reported as (B)(6) 2015. Two possible lot numbers were provided: 9671187 and 9650712; it is unknown which is the complained device. (B)(4). Device broke during insertion; device was not implanted/explanted. A review of the device history records was completed for both potential lot numbers: sterile part 201.928s, lot 9671187: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: october 02, 2015. Expiry date: september 01, 2025. Non-sterile part 201.928, lot 9601895: manufacturing location: (B)(4). Manufacturing date: august 19, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterile part 201.928s, lot 9650712: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: september 18, 2015. Expiry date: september 01, 2025. Non-sterile part 201.928, lot 9589271: manufacturing location: (B)(4). Manufacturing date: august 05, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw head broke off during surgery. The surgery was prolonged about five (5) minutes. No information about patient condition received. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the screw head reportedly broke off during surgery. The threaded part of the returned screw is broken approximately 2mm below the head. The forefront of the thread was not sent back for evaluation. The relevant dimensions of the intramedullary fixation (imf) screw were checked and found to be in compliance with the technical drawings and specifications. The core diameter at the fracture face was found to be 1.38mm, which is within the specification of 1.35mm +/-0.05 according to the drawing. The examination of the raw-material testing certificate and the manufacturing papers of both potential lot numbers showed no deviations regarding dimensions, material analysis, strength, and/or structural stability. The values were in compliance with specifications and international standards. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. No manufacturing related issues could be detected. Based on the provided information, the exact cause of this occurrence cannot be determined. The appearance of the fracture face indicates that a mechanical overload, for example by dense bone, caused the breakage of this screw. In this relation, it is important to note that the surgical technique mentions that the user should take precaution when inserting in dense cortical bone as it may be necessary to predrill. The appearance of the fracture face indicates that a mechanical overload, for example by dense bone, caused the breakage of this screw. No product related issues could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.